Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) discussed several troubleshooting options. Then the device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations. Patient code 3191 is being used to capture the additional intervention performed. The device has not been returned at this time. Additional information has been requested. If additional information is received, this report will be updated.

Manufacturer narrative:
(B)(4). The device has not been returned at this time. Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) discussed several troubleshooting options. Then the device was subsequently explanted and replaced. No additional adverse patient effects were reported.